Event description:
It was reported that both the atrial and ventricular leads had an apparent insulation break. Impedance was low, thresholds were high and also noted was poor sensing on both leads. Further noted was that there was a lead warning on the ventricular lead. The leads were capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.